Manufacturer narrative:
Investigation results: a visual examination of the returned resolution 360 clip device noted that the coil was cut and approximately eighty inches of the coil was returned. The coil was bent and kinked at the bushing. The clip prongs could not be opened and were not locked in to the capsule. The control wire and handle were not returned. It was noticed that the clip assembly was still locked on to the bushing. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot

Event description:
A resolution 360 clip device was returned to boston scientific corporation without prior authorization. A photograph of the returned device showed that the braid wire and coil were broken, and the proximal end of the device was missing. However, the nature and cause surrounding how the device malfunction occurred is unknown. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Mfg site name -(B)(4) medical. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
A resolution 360 clip device was returned to boston scientific corporation without prior authorization. A photograph of the returned device showed that the braid wire and coil were broken, and the proximal end of the device was missing. However, the nature and cause surrounding how the device malfunction occurred is unknown. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.